Event description:
Fluoroscopy system failed during a procedure. A second fluoroscopy system was brought in to complete the case. No injury to pt reported by staff.

Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.